Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.

Event description:
On (B)(6) 2023, it was reported by sales representative via sems that an ar-9811 apollo rf mp90, aspirating ablator broke inside the patient. Surgeon was able to retrieve the broken fragments. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.